Manufacturer narrative:
Unit received with contamination contact pin #5. However unit passed functional testing.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 48, blood glucose reading 70 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional info was provided.